Event description:
A customer contacted beckman coulter, inc. (Bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the synchron lx I 725 instrument. Three (3) serial draws from a patient were tested for accu tni and results were: 0.17ng/ml, 4.11ng/ml and 0.33ng/ml respectively. A physician questioned the elevated result and all 3 samples were retested and repeated results were: 0.16ng/ml and 2 result of 0.34ng/ml. In addition, the 2nd sample was tested for accu tni on a different instrument in the customer's lab and results were: 0.36ng/ml and 0.35ng/ml. To date there has been no report of death, injury, or change to patient treatment in association with this event.

Manufacturer narrative:
Per customer, qc was tested prior to the event and resulted within range. Qc data was not supplied. The sample type was plasma, collected into bd lithium heparin tubes by non lab staff. Per customer update, the sample in question was a short draw. (Too little blood collected in the tube leaves an excess of anticoagulant which can affect sample quality and interfere with lab results, as described in bci technical bulletin (B) (4)). No issues with any other patient samples or assays have been reported by the customer to date. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and discovered the substrate probe to be loose and the utility assay had been disabled. The fse performed a preventive maintenance (pm) which was noted to be due. A system check was performed following the pm and met specifications. Customer performed qc with good results. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report. (B) (4).